Event description:
It was reported that during a percutaneous coronary intervention, vessel perforation occurred. The 70-80% stenosed target lesion was located in the severely calcified and mildly tortuous right coronary artery rca. The 3.50mm x 8mm veriflex stent was advanced and deployed at 22 atmospheres. Under angiogram and as the stent balloon was deflated, it was noticed that there was a perforation in the middle portion of stented artery. The stent balloon was reinflated and a 3.0mm x15mm non bsc covered stent was used to cover the perforation. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).